Event description:
It was reported a patient experienced peritonitis manifested by nausea and vomiting coincident to peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated for peritonitis with vancomycin and fortaz (doses, frequencies and route unknown). The patient was on vancomycin for 2 weeks. The patient recovered from peritonitis. Pd therapy was ongoing. This is report 2 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4): a review of all batch record documents was performed for potentially associated lot number h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).